Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found the image had noise and the light guide lens was corroded. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blurry and noisy image was damage to the charged coupled device (ccd) unit. The most likely cause of the corroded lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurred image. The issue occurred during a diagnostic procedure that was completed with the scope. There were no reports of patient harm or injury.